Manufacturer narrative:
Section b5: history of chronic driveline infection reported in related manufacturer report numbers: 2916596-2020-02476, 2916596-2020-02691. Manufacturer¿s investigation conclusion. A specific cause for the patient¿s driveline infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. It was communicated that heartmate ii lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10nov2016. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), sepsis, multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that the patient became septic from an ongoing methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The patient was given intravenous (IV) vancomycin but continued to deteriorate and was therefore placed on comfort care on (B)(6) 2021. The patient ultimately expired on (B)(6) 2021 due to sepsis and multisystem organ failure. The death was considered to be device related due to the driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis and multisystem organ failure.